Event description:
The reporter stated that the surgeon was advancing a +24.5 diopter single piece collamer lens in an indigo-p injector with the ftp-indigo plunger, and the plunger tore the lens. No patient contact.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned products showed the lens optic and a plate haptic is torn off and is stuck in the cartridge. The foam tip plunger shows the tip was deformed. The injector shows no visible damage to it. There is clear surgical residue on the lens, cartridge and injector. Conclusion: an investigation to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.